Manufacturer narrative:
It was reported that a "black, hair-like fiber" was noted within the syringe while compounding unspecified chemotherapy medication. No serious injury or adverse impact to a patient or a user was originally reported. The device involved in the incident was reportedly discarded. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported problem/issue was confirmed. A definitive root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a "black, hair-like fiber" was noted within the syringe.